Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# j0340451v, implanted: (B)(6) 2003. Product type: lead: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that impedances greater than 10,000 ohms were measured in the operating room on the case combos. It was noted that the bipole pairs were fine. It was noted that these measurements were ¿consistent¿ with the readings that were performed before the battery was changed out. It was noted that the impedances were re-run in post op at 3 v and the case combos had values of 11,000 ohms. It was noted that the surgery was to replace the implantable neurostimulator (ins) due to normal battery depletion. It was further noted that the manufacturing representative programmed the device ¿a couple of times¿ and the therapy impedance was checked. Additional information reported that 8 days after implant, the manufacturing representative attempted to program all the bipolar combinations and increased the stimulation to 10v, but the patient was unable to feel stimulation. High impedances were measured on all case combinations at 0.7v. It was noted that the device was implanted in the right buttock with the lead located ¿cervically.¿ it was noted that there did not appear to be any fluid around the ins. It was further noted that the impedances were checked at 3.0v and high impedances were found again. It was noted that the manufacturing representative programmed the patient on a higher voltage, palpated the lead and extension connection, but the patient did not experience a burning sensation or feel stimulation. Additional information reported that the patient was seen on (B)(6) 2013. It was noted that the patient would be scheduled for a lead replacement because her lead moved. It was noted that the extensions would potentially be removed as well. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient has a loss of effect and had gotten approval to replace either the lead, extension or both, but no date was provided. Additional information received reported that the patient had her lead replaced on (B)(6) 2013 and it was now working properly.

Manufacturer narrative:
Concomitant products: product ID 389033, lot# j0340451v, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type extension. (B)(4).